Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. During the preparation, the device could not identify the qr code. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. During the preparation, the device could not identify the qr code. The procedure was cancelled. No patient complications were reported. It was further reported that the patient was already sedated with local anesthesia, and procedure was completed with another type of procedure.